Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to insufficient cleaning. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): ·chapter 6 application and conditions of cleaning, disinfection, and sterilization ·chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed, residual liquid or foreign material came out of air or water cylinder and nozzle due to insufficient cleaning (handling issue). Additional evaluation findings: no air was fed due to clogging of air or water tube; water tightness was lost due to damage on acoustic lens; bending angle in up direction did not meet the standard value and play of upward/downward angulation control knob was out of the standard value due to wear of angle wire; adhesive on bending section cover was detached; no water was fed due to clogging of nozzle; and connecting tube and objective lens had a scratch. Additional information request is still pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had air or water flow issues from the air or water flow system. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: residual liquid or foreign material come out of air or water cylinder and the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.